Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were trying to connect to the implant to make sure it was working properly, but they kept getting a message that it would not connect. They just got home not too long ago and tried again and got the same message. Helped caller connect to implant and they were seeing device not responding. Had caller try repositioning the communicator. At one point caller saw "communicating" but then it went back to device not responding. Caller could not feel the device under the skin or see any incisions/scars. Caller mentioned that the patient has fallen a couple of times. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue.